Event description:
The pediatric stylet for the glide scope is brittle and breaks very easily. When we tried to remove the stylet from the endotracheal tube (et) so we could use a bougie stylet instead the stylet broke in half inside the et tube. Thankfully it was before we used it on the patient so no patient harm done.